Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specifications. No battery alerts noted. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The unit did not have any unexpected no delivery alarms, unexpected restart alarms 0r external ram crc error alarms. The unit had multiple displayable history crc check failed on startup alarms in the history screen due to a corrupted history file. No cosmetic damage was found.

Event description:
The customer called to report no delivery alarms and high blood glucose levels. The customer's blood glucose level was 403 mg/dl. The customer treated with manual injections. The customer reported feeling foggy and tired. The customer found a no delivery alarm, an unexpected restart alarm, an external ram crc error alarm, and multiple displayable history crc check failed on startup alarms in the device history. The customer's device was replaced and returned for analysis.